Event description:
Reportedly, the following occurred: unit failed to complete stapling which caused a leak in the bowel anastomosis resulting in a re-anastomosis. Loss of bowel tissue and re-operation. New devices to resect bowel wall and second device to anastomose bowel together.

Manufacturer narrative:
06/28/2006 sent to FDA.